Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced bluetooth connectivity issues between the dexcom g7 continuous glucose monitor (cgm) sensor and the ilet pump, resulting in a communication failure and pairing attempts that did not initially succeed; the issue was addressed by directing the user to toggle settings and restart the ilet, then allow time for pairing. No adverse clinical symptoms reported. Outcomes included no health impact and no need for medical intervention. User support included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and ilet, characterized as intermittent communication failure associated with the device¿s electrical and magnetic component, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.